Manufacturer narrative:
(B)(4). G2: foreign, event occurred in france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was drifting of the robotic arm during resection due to force sensor cable malfunction. No impact on the patient. The surgery was completed. Approximately 20 minutes of operative time was lost. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.